Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that he decided to remove the dental implant right after its installation in intraoral region #20 of patient¿s mouth because no primary stability was achieved. The implant was not replaced at the same surgery.